Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) alleging that his onetouch verio iq meter was reading inaccurately high compared to his feelings and/or normal blood glucose results. The complaint was classified based on the information obtained by the customer care advocate (cca). The patient stated that the alleged issue began on (B)(6) 2012 (unspecified time). The patient was unable to recall the blood glucose result obtained that he felt was inaccurately high and the subject meter's memory log no longer had the blood glucose result. The patient reported managing his diabetes with insulin pump therapy and denied making any changes to his normal diabetes management. The patient told the cca that after the alleged issue began (unspecified time, on the day of the alleged issue) he administered himself 2 units of novolog insulin and then claimed he developed symptoms of "shaky", disoriented, and cold sweats) one hour later, which he associated with low blood glucose. The patient reportedly tested his blood glucose at the onset of symptoms and obtained a blood glucose result of "40 mg/dl." The patient stated that he immediately drank apple juice to raise his blood glucose. The patient denied using another device to test his blood glucose. At the time of troubleshooting the cca confirmed that the subject meter was set to the correct unit of measurement and that the patient was not using expired test strips. During troubleshooting the patient reportedly performed a control test and the result obtained (unknown result) was within its specified range. The alleged issue was resolved with troubleshooting. However, replacement product was still sent to the patient. This complaint is being reported as an adverse event because, the patient reportedly developed symptoms and obtained a blood glucose result suggestive of a serious injury after administering himself insulin based on the alleged inaccurate high blood glucose result.

Manufacturer narrative:
10/12/2012 device evaluation: the products involved with this complaint have been returned and evaluated by lifescan product analysis on [10/04/2012] with the following findings: the meter and control solution have passed all testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.